Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer.